Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device had experienced a small heart attack and had stated that this ICD device did not provide necessary therapy as intended. All attempts made to obtain additional information from the field were unsuccessful. This ICD device remains in service. No additional adverse patient effects were reported.